Event description:
Discordant results for hemoglobin were obtained on an advia 2120i instrument. The discordant low results were reported to the healthcare provider(s). The patient was prepped for a transfusion. The physician requested a re-test and cancelled the transfusion based on the re-run results. There were no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
A siemens global product support (gps) engineer analyzed the system data. Analysis of the sample results showed that the discordant sample was flagged by the system per specification as having a problem. It was determined that the cause of the event was user error. The instrument is performing within specifications. No further evaluation of the device is required.